Event description:
It was reported by the patient's daughter that the patient was experiencing "nausea, heart racing, and increased [blood pressure]." The patient's daughter also reported that the physician said it was "faulty wiring." Additional information obtained through follow up with the sales representative indicated that the ventricular lead had an "intermittent fracture" and that during the replacement procedure, the physician could not maneuver through the left sided vascular and eventually moved to the right side. The ventricular lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.